Event description:
It has been reported that the bd vacutainer® k2 edta (k2e) plus blood collection tube has been experiencing 853 occurrences of containing foreign matter. The following has been provided by the initial reporter: when the blood collection teacher opened the package, she found a foreign body in the tube.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® k2 edta (k2e) plus blood collection tube has been experiencing 853 occurrences of containing foreign matter. The following has been provided by the initial reporter: when the blood collection teacher opened the package, she found a foreign body in the tube.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-09-08. H.6. Investigation summary: bd received 21 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for additive abnormality was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for additive abnormality with the incident lot was observed. The tubes have large droplets of additive on the inside wall of the tube from rundown of the additive when additive is applied onto the interior walls of the blood collection vessel via the spray coating of the prescribed amount of water-based solution. The water is then dried, leaving the characteristic ¿mist¿ dot pattern of residual solution on the vessel wall. In rare instances where assembly machine misalignments occur, additive dispense nozzles may not be centered within the tubes¿ opening and the nozzles¿ position is biased more towards one of the vessels¿ hemispheres. In such instanced, one side (or hemisphere) of the tube vessel interior received a heavier coating of additive solution, while points on the opposing side of vessel receive a lighter misting. Larger droplets of the solution in close proximity to one another than tend to coalesce, and once the water is dried, leave behind a wafer like deposit of the additive. This additive deposit visually stands out as it does not appear like the typical dot pattern for this tube type. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd determined that the root cause of the indicated failure mode was attributed to the additive spray coat process.

Event description:
It has been reported that the bd vacutainer® k2 edta (k2e) plus blood collection tube has been experiencing 853 occurrences of containing foreign matter. The following has been provided by the initial reporter: when the blood collection teacher opened the package, she found a foreign body in the tube.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for additive abnormality was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.